Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. Customer was changing the infusion set and noticed that the blood glucose level was 400 mg/dl. Customer started to change the infusion set and reservoir; noticed the reservoir was leaking. Insulin is going back into the insulin pump. The current blood glucose reading is 454 mg/dl. Customer treated with manual injection. The leak is past the first o-ring. Nothing further reported.